Event description:
A retrospective review was performed by agfa for events, from years 2012 to march 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 2015. The following event was identified and is being reported to the FDA. Agfa service was at the customer site performing onsite-application and observed sporadic automated vertical movement of the customer's dx-d600 wallstand - overhead tube crane (otc). The otc exhibited uncontrolled fast speed. The customer user was having to stop the autopositioning, reselect the thumbnail and then was able to proceed with positioning. Service arranged to exchange parts related to the otc vertical movement components and obtain timestamp and log files for the investigation. Agfa has initiated the following corrective actions related to unintended movement of dx-d600 systems to address these unexpected movements. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no reports of harm to any patients or users during this event.